Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a sticky substance on the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the probe cover and biopsy channel port. It was also noted, the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-190 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited burning and melting of the plastic distal end cover at forceps port. There were no reports of patient involvement.